Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant fos313 fractured and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One full osseotite® implant 3.75 x 13mm (fos313) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris about the implant threads. There are no signs of fracture. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 6.5 years prior to the notification date. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 2012090508. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2012090508) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed.